Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation on (B)(6) 2016. Device history record was reviewed for balloon bonding lot no. 60512 found no nonconformities with the lot. A visual inspection found no discrepancies or issues. All lumens were flushed accordingly and no leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The catheter was pressurized up to 100psi, however no leak was noticed with the device. Following the test, all balloons deflated successfully without any issues. In summary, the evaluation of the returned catheter found no issues with the device, thus no confirmation that the catheter caused the reported complaint. The root cause for the reported complaint cannot be determined. No additional action required due to this low frequency complaint. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Correction made to information in the initial. The corrected information is included in this supplemental.

Event description:
The patient was noted to be sedated, intubated and ventilated after the thrombus was detected. The patient was extubated without complications the day following the detection of the thrombus. The catheter remained inserted inside the patient to be used with therapeutic heparin therapy. The patient had a history of suicide attempts with benzodiazepines which was noted as the most likely cause of the problem. Patient was transferred to another hospital for intervention.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The (B)(6) patient who experienced environmental hypothermia was rewarmed. A continuous anticoagulation with heparin, via i.v. Of 500ie/h was given. The anticoagulation was paused due to signs of bleeding. After 11 hours, the anticoagulation with heparin re-started. The catheter dwell time was 48 hours. Based on available information, the patient did not experience any clinical symptoms. Thrombus was detected by ultrasound test prior to removing of the catheter. Event is probably related to the catheter because of timing and a location: thrombus in v. Cava inferior was detected at the top of the quattro catheter (proximally).

Event description:
It was reported that during patient therapy with the thermogard xp ivtm the patient developed a thrombus in v. Cava inferior. This was detected at the top of the quattro catheter (proximally). The temperature management therapy was started on a female patient, (B)(6), for rewarming due to the body temperature of 27.0 degrees c in and accidental hypothermia on (B)(6) 2016. The catheter was inserted, into the femoral vein, without issue, by an experienced physician. A continuous anticoagulation with heparin, via i.v. Of 500ie/h was given. The anticoagulation was paused due to a haematin (an iron-containing pigment that is derived from the breakdown of haemoglobin), which suddenly appeared in the gastric probe. Also observed a drop of haemoglobin in the blood analysis. After 11 hours the anticoagulation with heparin re-started. The catheter dwell time was 48 hours. Prior to removing the catheter an ultrasound diagnosis was made. Thrombus in v. Cava inferior was detected at the top of the quattro catheter (proximally). The patient's temperature was 37.0 degrees c when the issue was detected. Immediately following the detection of the thrombus, blood coagulopathy and prophylaxis was started. The patient was noted to be sedated, intubated and ventilated after the thrombus was detected and the catheter was removed. The patient was extubated without complications the day following the detection of the thrombus. The catheter remained inserted inside the patient to be used with therapeutic heparin therapy. The patient had a history of suicide attempts with benzodiazepines which was noted as the most likely cause of the problem. Patient was transferred to another hospital for intervention.